Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was under delivering volume. Reporter requested calibration of the unit. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device analysis: the customer reported complaint of ¿under delivering volume¿ could not be confirmed. Preformed three accuracy tests with the results being 18.6, 19.8, and 19.8. The device passed all three-accuracy tests. Updated software to the latest version. Preformed performance verification tests (pvt), and the unit passed all test criteria. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.